Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens customer care center to report falsely prolonged aptt results that were obtained on six patient samples on a cn-6000 instrument. Siemens reviewed system data, including reaction kinetics and clot detection which showed no indication of an instrument- or analysis-related malfunction. All evaluations were performed correctly. Quality control results were within defined limits and did not indicate any abnormal assay or system behavior. As the complaint was limited to a subset of samples within a specific time frame and resolved after reagent bottle replacement, a system-related cause is considered unlikely. The most plausible explanations are a pre-analytical influence or a reagent-related effect (e.g., stability or bottle-specific condition). The customer is operational. The instrument is performing according to specifications. No further evaluation of this device is required. Note: pathromtin sl is marketed in the united states under material number 10446066. The 510(k) numbered documented in section g4 is for this product.

Event description:
The customer reported falsely prolonged aptt (activated partial thromboplastin time) results were obtained on six patient samples from different patients on cn-6000 instrument. The erroneous results were reported to the physician. The physician questioned one patient¿s result, and the laboratory repeated the measurements for the six patients on the same instrument. The repeat results were shorter than the erroneous results. The repeat results were reported, as the correct results, to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant prolonged aptt results.